Manufacturer narrative:
Supplemental report is being filed, following the submission of the initial MDR report number 1423537-2022-00850 that was submitted on 10/13/2022, due to the investigation findings are available. Device history record review was completed on the reported lot v2h078. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. A sample was not returned for evaluation. Therefore, the root cause could not be determined. We will continue to monitor complaint trends for this product.

Event description:
Customer reported that the hot pack burst when the staff member attempted to activate it. No further information or demographics were provided after multiple attempts to reach customer.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.